Event description:
Patient was brought to the operating room in stable condition, positioned supine, received general anesthesia/ intubated. Abdomen was prepped and draped in sterile fashion. Abdomen was entered after infiltration of local anesthesia. When it was time to use the vessel-sealing device, it was not functioning at all. The device was changed with another vessel-sealing device. This time the device functioned properly, and the procedure was completed with no further incidence. No patient harm.